Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Per the event description the main coil detached during delivery inside the microcatheter without the use of an power supply device. It is likely that the coil detached due to a physical break at the detachment zone. However as the device has not been returned to date, this cannot be confirmed. There were no anomalies noted to the device prior to use and it was prepared per the dfu. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported event of main coil prematurely detached/separated during use.

Event description:
It was reported that during coiling of the ica (internal carotid artery) procedure, the coil (subject device) detached prematurely within the microcatheter. The coil (subject device) and the microcatheter were successfully removed and replaced. The procedure was successfully completed without clinical consequences to the patient.

Event description:
It was reported that during coiling of the ica (internal carotid artery) procedure, the coil (subject device) detached prematurely within the microcatheter. The coil (subject device) and the microcatheter were successfully removed and replaced. The procedure was successfully completed without clinical consequences to the patient.

Event description:
It was reported that during coiling of the ica (internal carotid artery) procedure, the coil (subject device) detached prematurely within the microcatheter. The coil (subject device) and the microcatheter were successfully removed and replaced. The procedure was successfully completed without clinical consequences to the patient.

Manufacturer narrative:
G4 PMA/510(k) - corrected. D4 gtin - corrected. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H6 method code - updated. H6 result code - updated. H6 conclusion code - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject device was returned outside of the transport hoop. The coil delivery wire was found to be kinked/bent and the coil proximal contact was seen to be kinked/bent. The main coil was noted to be prematurely detached/separated. Functional inspection was not required as reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Per the event description the main coil detached during delivery inside the microcatheter without the use of a detacher device. The delivery wire was returned, and it was confirmed that the coil was detached at the detachment zone. It is likely that the coil detached due to a physical break at the detachment zone. There were no anomalies noted to the device prior to use, and it was prepared per the dfu. An assignable cause of procedural factors will be assigned to the as reported /as analyzed 'main coil prematurely detached/separated during use'. The issue appears to be associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed coil proximal contact kinked/bent, coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.